Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, (B)(4).

Event description:
It was reported that a non-critical alarm occurred due to low reservoir. The health care provider (hcp) had medications for the refill, but the patient needed transportation. Diagnostic testing/troubleshooting would be performed in the future. The patient status at the time of the report was alive no injury and it was unknown if the patient had any symptoms. The medication being delivered by the pump was not specified.